Event description:
Spontaneous call received from (B)(6) at the doctor's office. She states gel one syringe was damaged. The plastic sleeve holding syringe and the syringe were damaged. She states gel one box was not damaged but the doctor was not comfortable using product, product lot# 0020d23g and expiration july 19 2022 available for manufacturer. Replacement sent. No adverse effects reported. No other information provided. Reported to (B)(6) by health professional.